Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed.  Upon investigation the monitor displayed a service code 204 (belt/monitor unusable).  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca, and the cause for service code 204 was isolated to a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming testing.